Event description:
Customer stated, "she plugged it in and set the switch. She needed to go to the bathroom, when she came back in the room, she could smelled smoke. The cord had melted where the cord and pad intersect. The cord and the pad are burnt." The product has not been returned for investigation. The customer did not claim any injury. The customer was contacted to remind them to return the pad for investigation and to gain more information. As of 8/28/2019 the pad has not been returned. Bce did not find this to be a recurring issue in the lot. Without the product, bce cannot make any further determinations.